Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room following inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise oversensing, elevated sensing integrity counter (sic), and high/undefined rv and superior vena cava (svc) defibrillation impedance. In addition, diminished rv sensing was noted as well. A lead fracture was suspected. The rv lead was capped, abandoned and replaced. No further patient complications have been reported as a result of this event.